Event description:
It was reported the manufacturer representative was unable to read the implantable stimulator (ins) with the clinician programmer. It was reported that patient was seeing their health care professional to have lumbar surgery. It was noted the surgery is not related to their device or therapy. It was reported that the device ¿never worked¿. It was noted that when trying to communication the manufacturer representative keep seeing ¿no response from device and to reposition¿. It was reported the patient had left the practice and was not being seen anymore by their health care professional.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).